Event description:
During the operation, the oxygen-air blender seemingly failed to deliver oxygen to the pt. The pt went without oxygen for approximately 3 minutes. A cylinder of oxygen was attached to the oxygenator, and oxygen flow was restored to the pt. No pt injury has been reported as a result of this incident. Co's investigation has been unable to demonstrate any defect in the product.